Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with information on resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.